Event description:
Reference MDR #1219856-2010-00472 for the first event involving the same patient. It was reported that the physician pulled a vacuum, tried to activate the hydrophilic coating, then turned the catheter clockwise. However, placement was not possible as the membrane started to unwrap on the proximal side resulting in the catheter becoming stuck in the sheath. This was the second attempt at insertion without success. He then used a datascope intra-aortic balloon (iab) without any problems. It was noted that the insertion site was femoralis right. The physician used a super arrow-flex (saf) sheath. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.